Manufacturer narrative:
(B)(4). The complaint device has not been received by the MFR so a device evaluation has not been performed yet. The mfg documentation for this device was reviewed and the device met all quality and mfg release criteria. To date, no other complaints have been reported for this failure mode within this lot. A supplemental report will be submitted when the MFR's investigation is completed.

Event description:
The catheter was approached to occlusive lesion in sfa from contra lateral leg with a 6f guide catheter back up. The guide wire was crossed under ivus imaging. The catheter was inserted and removed several times. When the physician inserted the catheter over the guide wire into the pt body again, the guide wire and the guide wire lumen of the catheter became stuck. A replacement catheter was used and the procedure was completed. No pt injury was reported.